Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated and the power supply adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system fluoro x-ray did not stop immediately, when I set the foot switch to off. I tried to reboot the system and it begun to work normally. No pt injury was reported.